Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received result of 466 mg/dl on a lab value and 56 mg/dl on inform system within 10 minutes. Patient received unspecified treatment based on meter result. 45 minutes later patient tested 292 mg/dl on inform system and 307 mg/dl on lab value; results were obtained within 10 minutes of each other. No adverse event reported. Requested return of suspect device and replacement was sent.